Manufacturer narrative:
A picture of the object that was removed from the pt was taken and sent to davol. The picture provided appears to be of a non-formed fastener, from a salute I fixation device cartridge. This type of condition is typically referred to as a straight shot. The actual sample was not returned for eval, therefore, we are unable to determine why the construct did not form. A review of the mfg records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any mfg related issue which would cause or contribute to the reported event.

Event description:
The following was reported by the user facility: (B)(6) 2007 - the pt was implanted with a non bard/davol mesh and the salute 1 fasteners were used to fixate the mesh during an unspecified surgical procedure. On (B)(6) 2014, the pt complained of a protruding wire and this was removed by the md in the office.